Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. A review of the device history record was performed , which confirmed that this device was not involved in a production failure. The customer report of failing preventive maintenance was confirmed during servicing activities. There was no reported patient involvement. The device is used for therapeutic purposes.

Manufacturer narrative:
The customer returned the device for pm/calibration. Repair was completed for damage that was found during investigation through the service repair process. The proximate causes of the observed damage are as follows: front case observed dented due to customer damage. Oridion board failed co2 calibration (570.6200) due to electrical failure. Software application was observed as version 9.33; software was left at version 9.33. Door assembly observed with a worn pad due to customer damage resulting in the door sticking. Right iui (male) rib damage was confirmed due to customer damage.

Event description:
The device was found to have damaged components.